Event description:
It was reported that during device unpackaging and preparation for use the trek was being removed from the plastic holder when the hypotube shaft was detached 2-3 mm from the luer end. The device was not used. There was no patient involvement. A same size trek balloon was used in the procedure without incident.though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned trek rx dilatation catheter found that it was inside the protective coil dispenser. After the catheter was removed from the dispenser, the protective sheath and stylet were removed. The balloon was tightly-folded and no contrast or blood was visible. This is consistent with the reported information that the device was not used for the procedure. The analysis confirmed that the hypotube was separated near the strain relief tubing. There was also a kink in the hypotube proximal to the separation. Potential factors that can contribute to shaft separation include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. In this case, the fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Additionally, both ends of the separated outer jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). It is possible that the device was inadvertently mishandled during removal from the packaging, such that the shaft became kinked and separated as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material, such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In this instance, based on the information provided and the analysis of the returned device, the exact cause for the reported separation cannot be determined; however, there does not appear to be any indication of a product quality deficiency. A review of the device lot history record did not reveal any non conforming material report issues associated with this lot that could have contributed to this complaint. Additionally, a search of the complaint-handling database indicated no other incidents for this lot. There is no indication of a product quality deficiency. All balloon catheters are visually inspected for kinks during manufacture and a sampling of units is destructively tested to verify shaft integrity and tensile strength.